Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance records related to the reported issue for the involved lot. The product sample was not returned for analysis and investigation, however one photo was provided by the customer. Visual evaluation of this photo was performed. In the picture it could be observed a catheter that showed slight signs of use. It was observed that one of the 2 cuffs was detached from the correct position on the catheter. It was also observed a shadow in the catheter tubing that could be associated to glue residues in the place where the cuff would have been placed. The reported issue was confirmed. A brainstorming session was performed with the manufacturing operation personnel with the purpose to identify potential causes. Based on the picture provided there is evidence of glue application, however there was no signs of a wrong manipulation by the user and the cuff looked in good conditions. For these reasons it could be concluded that too little glue was applied and therefore the cuff could be detached during the insertion. The potential root cause for the reported condition is related to an inappropriate quantity of glue applied by the operator. Based on the available information this potential cause is a contributing factor for the reported defect. With the available information manufacturing process could not be discarded as a potential cause for this event. A corrective and preventative action (CAPA) was opened to handle this failure mode and evaluate potential causes. No further actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would avoid cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports during the process to place the catheter in the patient, the physician observed that when he made the tunnel, the cuff moves from its (position) site. The physician suspended and replaced with this catheter with another catheter. There was no patient injury.